Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the patient went into ventricular tachycardia that led to ventricular fibrillation. The implantable cardioverter defibrillator did not provide high voltage therapy for the episode. The patient was eventually converted with external defibrillation. Upon review, the event was undersensed preventing high voltage therapy. Programming changes were made to the device. The patient was stable in the critical care unit.